Event description:
The customer obtained a falsely elevated vitros trop I es result from one patient sample processed on a vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous results were reported from the laboratory to the clinician. There was no report of patient harm as a result of this event. This report is one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
Investigation of this event concluded that the root cause of the falsely elevated result is the presence of heterophilic antibodies in the patient sample. Treating the sample with a heterophilic blocking tube yielded a lower result than the untreated sample, suggesting the presence of heterophilic antibodies in the patient's sample. The instrument was operating as intended. The device labeling, located in the other limitations section of the vitros trop I es instructions for use states: "for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products."